Event description:
The customer reported obtaining erroneous troponin I (accutni) results for two patients involving the access 2 analyzer. The customer provided specific demographic data and test results for one patient. The initial result was above the acute myocardial infarction limit of the assay of 0.50 ng/ml. The result was reported out of the laboratory and was questioned by the physician as the result did not correlate with the clinical picture of the patient. The patient had a normal electrocardiogram (EKG). A second sample was drawn and analyzed; the result was within the risk stratification range of the assay . Both samples were re-analyzed and the results were within the normal reference range of the assay. The customer did not provide specific demographic data and test results for the other patient. The customer stated that the patient had an initial result around 2.0 ng/ml; repeat analysis of this sample yielded a "normal" result. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the analyzer.

Manufacturer narrative:
System parameters including quality control (qc) calibrations, and system checks were passing. Samples were collected in 5ml green cap heparin tubes and centrifuged at 5138 rpms for 3 to 5 minutes. Prior to the fse's arrival, the customer performed a system again which passed. The washed % cv was 9.38%, which passed at the higher range of 0-12%. The fse primed the wash pump upon arrival and noted bubbles. The fse rebuilt the wash pump and precision pump. Subsequent high sensitivity and precision run testing passed.